Event description:
It was reported that while using bd phoenix¿ ap contamination was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " 448010 - instrument phoenix ap - recontamination of plates".

Manufacturer narrative:
H6: investigation summary this memo serves to summarize findings on the recent complaint on the instrument 448010 (phoenix ap), serial number (B)(6) where it was reported that the instrument had contamination. Per the customer the tubing was replaced, and no further contamination was seen. No further information was provided; therefore, the complaint is not confirmed. The ap instrument does not have a service history of these issues at time of this event. However, bd will continue to monitor for complaint trending. The review of the device history record was complete and no issue was seen. A review of past complaints on this product over the past 12 months yielded no trend seen for this issue as of june 21. This has the same hazard as line 7 of baltrm448010aph rev 10: false susceptibility which has a severity of s4. H3 other text : see h10

Event description:
It was reported that while using bd phoenix¿ ap contamination was observed by the laboratory personnel. The customer stated there was no patient impact. The following information was provided by the initial reporter: " 448010 - instrument phoenix ap - recontamination of plates".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na